Event description:
It was reported, a patient's implantable cardioverter defibrillator (ICD) presented with inappropriate anti-tachycardia pacing (atp), due to incorrect interpretation of signal. Programming changes were made to restore normal parameters. The patient was stable.